Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer was no longer on the insulin pump. The first week went well and the customer was having issues with the infusion sets. Customer was dealing with extreme high blood sugars in the 500-600's mg/dl. Customer's grandmother stated she spoke with the doctor who stated that the customer doesn't have enough body fat. The doctor advised the customer to take off the pump since the infusion sets were hitting the muscle. Customer's grandmother stated that they are hoping to get the customer back on the pump next year as they agreed with the doctor to keep her off the pump for now.